Manufacturer narrative:
Chan e, mani ar. Assessing the therapeutic potential of vagus nerve stimulation in autoimmune diseases: a systematic review. Physiol rep. 2025 feb;13(3):e70230. Doi: 10.14814/phy2.70230. Pmid: 39903575; pmcid: pmc11793006. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova' s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any " defects¿ or " malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the implant procedure.

Event description:
During review of the science article titled ""assessing the therapeutic potential of vagus nerve stimulation in autoimmune diseases: a systematic review", it was reported that adverse events were experienced with the vns patients. The article comprised of 19 studies in which reports infection were identified. No other relevant information has been received to date.